Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient received inappropriate shocks due to inappropriate sensing. A true ventricular tachycardia episode was also noted. In addition, the patient¿s right ventricular lead exhibited increased capture thresholds. No other electrical anomalies were noted. On (B)(6) 2018 the patient¿s implantable cardioverter defibrillator and right ventricular lead were removed and replaced. The patient was stable.

Manufacturer narrative:
Analysis was normal. No anomalies were found.